Event description:
The patient reported that the pump dispensed insulin during the load step of a routine cartridge change. He stated that the issue has been occurring for the past couple of months. There was no reported patient impact as a result of the incident.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 11/18/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. The complaint that the piston did not stop during the load step was duplicated during testing. The load cartridge step was not able to recognize the cartridge and dispensed 120 units of fluid before stopping. Unrelated to the complaint, the display screen was found to be dim and miscolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.